Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48.5 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. In the course of the analysis, the insulation was found abraded through 42 cm proximal to the lead tip. This damage can be considered the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, interaction with a nearby lead should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to poor sensing. No adverse patient events reported. Should additional information be received, this file will be updated.